Event description:
The facility's biomed reported an infusion pump with an 812:02 failure code. The hosp rep also stated to baxter's technical support, that this device was not involved in a pt incident this time or since last serviced by baxter. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device.